Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications. Visual inspection found the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during an implant attempt the right atrial (ra) lead displayed high thresholds and elevated impedances despite multiple attempts. The physician felt that the helix did not fully extend. The lead was not attempted; another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.